Event description:
It was reported that the insertable cardiac monitor (icm) device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and completed. Another icm of the same model was implanted in place and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. Information indicates the device will be returned for analysis.

Manufacturer narrative:
Device has been returned for analysis. Analysis found that probable cause could not be determined because the failure mode could not be replicated, and there were no findings in the analysis of the battery. Product record reviews did not identify a product quality issue.

Event description:
It was reported that the insertable cardiac monitor (icm) device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.